Manufacturer narrative:
Complaint sample was not returned for evaluation and lot information was not provided. The treating doctor declined to provide additional event information. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A representative of (B)(6) health authority reported that a patient had experienced eye pain and discharge that was diagnosed as a corneal ulcer with iritis in their right eye. The reporter indicated that the eye was treated with a fluoroquinolone eye drop (cravit) 6x/day and a cycloplegic eye drop (mydrin-p) at bedtime. The office that provided the treatment was contacted. The office reported that the doctor would not provide any further details and preferred to not be contacted further.